Event description:
It was reported that the patient presented for device upgrade to a bi-ventricular implantable cardioverter defibrillator (ICD). During the procedure far r wave over-sensing was observed. The low frequency attenuation filter was turned off during the procedure, and over-sensing was resolved. The patient was discharged.